Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer could not recall whether the on-screen instructions were followed during the load sequence. A cartridge change was performed resolving the alarm. Additionally, it was reported that a cartridge was damaged. A cartridge change was performed resolving the issue. Customer's blood glucose level was 132 mg/dl.